Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region #18 it was verified its non osseointegration. 40 ncm of primary stability was achieved and immediate load was not performed.